Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post-deployment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery (rca). After implanting a 4.00x12mm synergy¿ drug-eluting stent (des), a 5.0x15 non-bsc balloon catheter was advanced for post-dilatation. However, the balloon tip came into contact with the inner 2-link portion of the implanted synergy stent and the stent was deformed. Subsequently, a 4.0x24mm synergy¿ des was implanted overlapping the previously implanted stent and the procedure was completed. No further patient complications were reported and the patient's status was stable.